Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies close to the event date. Failure analysis of the device revealed that the unit passed visual examination and functional testing. Additional testing was performed on the controller in ambient temperature of 50 degrees celsius for about three hours to further evaluate the controller display function and the lcd display worked as intended. Visual inspection of internal lcd connections revealed no anomalies that may have compromised display functions. The reported event could not be confirmed; the controller was able to display all characters properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Aware date updated to 25-sep-2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was no information on the controller screen.  The screen was blank, but the pump was still working.  When the patient created an alarm on the controller to troubleshoot, the alarm worked, but there was still nothing on the screen.  The controller was replaced and remains in use.  No patient complications have been reported as a result of this event.